Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right colectomy procedure for chron's disease , the first part of the surgery was by laparoscopic and the second part was by open surgery. During ileocecal resection, while on the stapling phase on the tissue, the surgeon realized that there was a malfunction with the preloaded device. The surgeon noted that the staple line was incomplete on the colon but had a full cutting stage. The stapler did not fire on the distal part of the reload. Because the first anastomosis was under tension the surgeon had to redo anastomosis, and re-pass in laparoscopic to remove the colon. This resulted to unanticipated tissue loss. The surgeon recut and re-staple the tissue with a new pre-loaded device to complete the case and resolve the issue. There was a septic risk for the patient, and the surgical time was extended for more than thirty minutes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during a right colectomy procedure for chron's disease, the first part of the surgery was by laparoscopic and the second part was by a planned open surgery. During ileocecal resection, while on the stapling phase on the tissue, the surgeon realized that there was a malfunction with the preloaded device. The surgeon noted that the staple line was incomplete on the colon but had a full cutting stage. The stapler did not fire on the distal part of the reload. Because the first anastomosis was under tension the surgeon had to redo anastomosis, and the colon was removed via laparoscopic. This resulted to unanticipated tissue loss. The surgeon recut and re-staple the tissue with a new pre-loaded device to complete the case and resolve the issue. There was a septic risk for the patient, and the surgical time was extended for more than thirty minutes.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument had been partially applied. It was reported that staples were missing from the staple line after firing. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing cycle was not completed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to advance the handle completely may result in incomplete staple formation, which may compromise the integrity of the staple line. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.